Event description:
Philips received a complaint on the dfm100 device indicating that there was a test failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the power supply, but the customer was also recommended to order the pca processor if replacing the power supply does not resolve the issue. The customer ordered the power supply and the processor pca. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.